Event description:
A malfunction alarm, identified by code malf 12, was reported by the customer with no notable events prior to the occurrence. Customer¿s blood glucose (bg) level was 291 mg/dl. Technical support provided guidance on resetting the pump and advised the customer to continue using the pump while instructing them to call back if the malfunction recurred. The customer acknowledged and understood these instructions.